Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient underwent excision of exposed vaginal mesh and removal of granulated scar tissue. It was reported that following the procedure the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, and other symptoms attributed to the mesh. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and obtryx were implanted. It was further reported the patient underwent a gynecological procedure on (B)(6) 2011 and solyx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.